Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with an ipg on (B)(6) 2007. It was reported that he is experiencing heating at the ipg pocket when charging. The alleged sensation is said to begin shortly after recharging is initiated and intensifies as the session progresses. Efforts to resolve this matter with the use of a replacement charging system proved unsuccessful. Follow-up on the pt also found that he is experiencing difficulty communicating with the ipg via the replacement charging system. An appointment has been scheduled with the physician to discuss further intervention.